Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and trouble getting air. The user felt these symptoms were from using the device. There was no report of serious patient harm or injury. The user visited her doctor, and the doctor did not feel it was from using the device. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found error code 93 (err_rtc_value) which is a continue error level not due to any failed component. There was no evidence of foam degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h coding in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and trouble getting air. The user felt these symptoms were from using the device. There was no report of serious patient harm or injury. The user visited her doctor, and the doctor did not feel it was from using the device. The device has been returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.